Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that the drive support cap of her husband's insulin pump comes out; the drive support cap is taped in place. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the drive support cap damage. The customer did not know how the damage occurred. The customer was advised to discontinue use of the insulin pump; however, the customer wanted to continue to use the device despite being advised that to use that device would be unsafe. No products were returned or replaced, and the customer declined a replacement. The customer will speak to medtronic representative about purchasing a new insulin pump.